Event description:
When a young man arrived at the hospital after a football accident, measurements taken with the monitor gave readings lower than those taken by the anesthetist in the operating room. A fasciotomy was performed on the pt.